Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that they would try and turn the left on but it wouldn't and the right would turn on. They contacted a manufacturer's representative because their device didn't work correctly- none of their issues had been resolved. They stated that they were getting a cervical x-ray and that another lead would be needed as this time a newer battery would be placed. They also mentioned that it took approximately four hours to charge their battery. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient turned the left on they felt it in their right. They think it's all messed up and it's like it's electrocuting them. They stated that they needed the device reprogrammed and that they weren't using it currently because of these issues. The patient said that the right side was stronger than the left side; when they put on the left it goes up to 300 and the right is at 60. No further complications reported.